Event description:
Allegedly, during an appendectomy procedure, a 10mm laparoscope was used, the surgeon found scope to be foggy and "wiped" the scope on the intestine and noticed a burn on the intestine. Procedure was completed. Hospital will not release any info on post-op condition of pt.

Manufacturer narrative:
Product was not returned for eval. Hospital put the scope back into circulation. There was no report of device malfunction.